Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during scheduled device upgrade procedure, externalized conductors were noted on the right ventricular lead. The patient was asymptomatic. All electrical measurements were normal. The lead was capped and replaced on (B)(6) 2018. The procedure concluded without adverse event. The patient¿s condition was stable prior, during and post procedure.